Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6), 2012. According to the patient, post-procedure, she experienced urinary retention, bladder spasms, urinary incontinence, dyspareunia, and unspecified problems with her bladder. Reportedly, she is constantly in pain.all other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.